Manufacturer narrative:
Additional information, b5: upon follow up, it was reported that the patient was discharged seven days after hospital admission. On an unknown date, the patient recovered from cloudy effluent and abdominal pain; however the patient continues recovering from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent and abdominal pain. The cause of the peritonitis was unknown. The same day as event onset, the patient was hospitalized and treated with injection meropenem (2gm, stat, intravenous, discontinued) and injection vancomycin (1gm, stat, intravenous, discontinued). The following day, the patient was treated with injection meropenem (500mg, once daily, intravenous, ongoing) and injection amikacin (500, once daily, intravenous, ongoing) for peritonitis. At the time of this report, the patient remains hospitalized and was recovering from peritonitis. Pd therapy was ongoing. No additional information was available at the time of this report.

Manufacturer narrative:
Additional information, b5: upon follow up, it was reported that on an unknown date, antibiotic treatment was discontinued and the patient recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.